Event description:
The customer complained that an electrical flash occurred under the bed, which caused the circuit breaker to trip. No injury was reported.

Manufacturer narrative:
The technician determined that the bed was functioning properly. The technician performed an electrical safety test, and the bed fell within specification on all points. There were no visible signs of electrical damage, or smells, no burn marks were located anywhere on the unit. As a precaution the technician installed a power resister assembly to the bed to prevent any potential occurrence in the future.